Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings attributed to this incident.

Event description:
A physician attempted to deploy an xceed stent into the left superficial femoral artery. The stent would not completely deploy. The stent was removed and replaced with another 7mm xceed stent. There were no reports of patient injury.